Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that frequent low/replace battery warnings had occurred. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the battery cap was not returned; all testing was performed with a test battery cap that was able to be fully tightened. The battery compartment was observed to be cracked below the grip pad. There was evidence of moisture contamination inside the battery compartment. There was no evidence of a short battery life issue observed in the black box, however, multiple replace battery alarms were observed in the alarm history. Product analysis was unable to duplicate the frequency of replace battery alarms as observed in the alarm history. The current draws were within specifications and the pump passed a leak test. The pump case was removed for further investigation and there was no evidence of additional moisture or loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.